Manufacturer narrative:
(B)(4). Although requested, the devices have not been received. A f/u report will be submitted with investigation results should the devices be received for eval.

Event description:
Assistant clinical director requests an event log review for two pump modules in use on the same pt for the time period between 1500 (B)(6) 2014 to determine what was programmed and whether sets were removed from the devices. Reportedly, heparin 25,000 units in 500ml was infusing on one channel and maintenance fluids with intermittent doses of antibiotics were infusing on the other. The heparin was initially to run at 12ml/hr (600 units/hr). The maintenance fluid was to infuse at a kvo rate of 10ml/ hr. At 1540 a "piggyback" of zosyn 3.375g/50ml bag was hung to infuse over 30 minutes. The nurse manager theorized that the "lines may have been crossed" resulting in the heparin infusing at the kvo rate. The pt required add'l lab work to be drawn to confirm that heparin was therapeutic. No adverse event to the pt was reported. Customer states no further pt/event info is available.